Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir lip ring was damaged. The customer¿s blood glucose level was 211 mg/dl. Customer stated that clip rail was broken. The customer was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
A test p-cap and reservoir does lock into place inside the reservoir compartment properly. Device passed the displacement test. Device was received with broken/missing belt clip plate weld and missing serial number label.